Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: battery/ (B)(4)/ model #1650de / exp. Date: 2017-06-30/UDI#: (B)(4) device available for evaluation: no mfg. Date: 2016-06-30 labeled for single use: no (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's batteries would discharge quickly. Two batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the controller log files was not performed since log files covering the reported event date were not available for analysis. Failure analysis of the returned devices revealed that the batteries passed visual examination and functional testing. Supplemental testing revealed that the battery discharge is nominal. As a result, the reported event could not be confirmed during bench testing; the battery performed as expected. Other devices involved in this event: (B)(4), battery. If information is provided in the future, a supplemental report will be issued.